Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2020-02314. Related manufacturer reference number 3006705815-2020-02318. It was reported that the patient was not receiving adequate relief from their spinal cord stimulator (scs) system. Patient underwent surgery wherein the implantable pulse generator (ipg) was explanted and leads remain implanted. Patient is stable.